Event description:
It was reported that the brady lead was explanted due to unknown cause. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to lead being a temporary fashion for a transcatheter aortic valve replacement procedure. A new lead was implanted. No additional adverse patient effects were reported.